Manufacturer narrative:
The table was evaluated by a berchtold field service representative on (B)(4) 2012. During the incident, a standard berchtold shoulder chari attachment was being used, and a smith and nephew spider-1 positioner was attached to the side rail of the leg section. Testing on site found that the leg section will detach on the side that the spider-1 positioner is attached. The spider -1 positioner has not been validated for use with the operon d850 surgical table. The user has been made aware of this and will no longer use the spider-1 positioner with the operon table. The leg section was also replaced as a precautionary measure. The table is back in service.

Event description:
During a surgical procedure with a pt on the table, the right side of the leg section became detached while the leg section was being lowered. No injury was reported.